Manufacturer narrative:
The pump passed the displacement test. The motor error alarmed during basic occlusion test due to loose drive support disk. The compromised force sensor system was unable to be performed due to motor error alarm. The motor was tested outside of the device and passed. The pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call of several motor error alarms. The customer's blood glucose level was 244mg/dl. The customer states receiving a compromised force sensor system alarm and a button error alarm. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.